Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed 2 pump stops due to both the white and black power cables being simultaneously disconnected. Additionally, the report of cosmetic damage to the driveline could not be confirmed. Each pump stop resulted in the controller clock being reset to zero. The first pump stop occurred after a time stamp reading 4 days 11 hours 52 minutes and the second occurred after a time stamp reading 1 day 23 hours 46 minutes. Each event occurred with corresponding low speed and low flow hazard alarms. The log file appeared to show the system operating as intended. The heartmate ii lvas IFU addresses all alarm conditions and the proper actions associated with them. Section 2 explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate ii lvas patient handbook includes instructions on switching power sources. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the power cable disconnect and no external power alarms. This handbook warns that at least one system controller power lead must be connected to a power source at all times. The hmii lvas IFU lists all adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with multiple low speed advisories. The patient has external driveline damage. During log file analysis it was observed the pump stops were due to double power cable disconnects causing the pump to stop and reset the internal clock to zeroes. This happened twice in the log file. No further information was provided.